Manufacturer narrative:
Additional narrative: patient information is unknown. (Therapy date): unknown. Device is an instrument and is not implanted/explanted. Part 319.201, synthes lot p506559: release to warehouse date: june 22, 2001 and june 26, 2001. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.7mm cable was stuck inside the tensioner and it seems to have come apart at the tip (unscrewed). The malfunction occurred during a trochanteric reattachment device procedure on an unknown date. A ten (10) minute surgical delay was noted. A spare cable tensioner was available and the procedure was completed successfully. Concomitant devices reported: 1.7mm cable (part 498.806s, lot p252358, quantity 1). This is repot 1 of 2 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. The following complaint device(s) was received by customer quality (cq): one cable tensioner (part number: 391.201, lot number: p506559, mfg date: 22jun2001) one provisional tensioning device (part number: 391.884, lot number: p312065, mfg date: 20dec2005) one 1.7mm cable (part number: 498.806s, lot number: p252358, mfg date: 15dec2016). The part(s) was received with the following complaint description: ¿a 1.7mm cable was stuck inside the tensioner and it seems to have come apart at the tip (unscrewed). The malfunction occurred during a trochanteric reattachment device procedure on an unknown date. A ten-minute surgical delay was noted. A spare cable tensioner was available and the procedure was completed successfully. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 15jun2017 - update: per synthes customer quality engineer¿s evaluation, it was identified that a 1.7mm cable was frayed and stuck inside of a tensioner and it seems have come apart at the tip (unscrewed). The malfunction occurred during a trochanteric reattachment device procedure.